Manufacturer narrative:
A clinical application specialist and r&d reviewed the case with the doctor and it was brought to the doctor's attention that just because the image frame showed that a surface has been detected it does not mean that the surface will be acceptable to the algorithm used when generating the 3d- reconstruction. The doctor was shown how to specifically look at the 3d-reconstruction as a means of reviewing which surfaces have been used and which ones have not. In this case it was shown through the post processing of the patient images that had the doctor not turned off surfaces the 3d-reconstruction would have eliminated the misread surfaces when the processing algorithm results were obtained. In this case the treatment plan would have been the same if the surfaces the doctor turned off would have been left alone because the software would have eliminated them during the reconstruction processing. Root cause: laser system functioned as intended.

Event description:
Customer reported on (B)(6) 2015, that he had a case where the laser misread a floater for the posterior capsule but he caught it in time and identified the situation, and then he proceeded to eliminate those images that misread the posterior capsule and then he finished the case successfully.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported on (B)(6) 2015, that he had a case where the laser misread a floater for the posterior capsule but he caught it in time and identified the situation, and then he proceeded to eliminate those images that misread the posterior capsule and then he finished the case successfully.